Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose levels were over 300 mg/dl, 400 mg/dl, and under 500 mg/dl. The customer also reported that they had air bubbles near the infusion set's tubing connector. The size of the air bubbles was 1/4 inch. Troubleshooting was performed. The air bubbles were not removed successfully. The product will be returned for analysis.

Manufacturer narrative:
Evaluated 3 random sealed reservoirs. Perform pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.